Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: what is the lot number of each product involved? When was the needle detached/pulled off from each suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Did the needle fall into the patient? If yes, was the needle piece removed from the patient during the same procedure?

Event description:
It was reported that a patient underwent an orthopedic procedure on (B)(6) 2025 and suture was used on the fascia and dermis. This surgery was performed to treat an injury. During the procedure, the needle detached easier than usual while using the product. Another product was used to complete the case. No sample will be returned. There were no adverse consequences to the patient. Additional information was requested.